Event description:
The user facility report was received and stated that a "pump in use for IV therapy. Section a (of triple pump) shut off and read 'out of service'". The obstetric unit nurse mgr reported the event occurred during set up of the device prior to use on an ob pt in preterm labor. Lactated ringers were being set up on channel a to be infused at 75 ml/hr. Magnesium sulfate was being set up on channel b to be infused at 2 gms/hr. Channel c was not being used. When the nurse attempted to start the infusions, the pump started alarming and displayed "out of service" on channel a. The nurse obtained a new pump and started the infusion without adverse outcome. According to the ob unit nurse mgr, no pt injury or need for medical intervention has been reported.